Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the locking part of the monopolar curved scissors (mcs) tip was extruded and the tip was separated from the instrument. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and mcs tip accessory were inspected prior to use. There was no damage or anything out of the ordinary. The mcs instrument was in use for about 2 hours. The mcs tip's connecting part was broken. There was no injury to the patient. There was no damage, or any missing pieces noted on the mcs instrument. The instrument (pn 430004/sn: (B)(6)) was returned for evaluation. Dissecting myoma was being performed when the issue was identified. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The mcs tip accessory appeared to be properly installed during the surgical procedure. There were no reports of fragments/ mcs tip falling from the instrument while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip accessory was analyzed and installed onto an in-house instrument and it was found that the disposable retaining cover was able to freely rotate on the instrument's tube adapter. Because the cover is able to freely rotate, the tip accessory as a whole was unable to fully secure onto the instrument tube adapter. Additional observation states that both retaining lances of the tip cover were found damaged. From the outside view, the retaining lances were seen bulging outwards, indicating excessive wear or over-rotating of the mcs tip accessory during installation in an attempt to get the tip accessory to fit. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.